Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, it is believed that the cause for the reported event was a configuration error by the user. The evaluation showed that the user¿s sdi connection was incorrect, and the image was successfully displayed when the connection was corrected per the instructions. Cv-190 instruction manual "9.2 troubleshooting guide" states: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer called into speak with olympus technical assistance center (tac) personnel. Tac inquired where the cable was coming from and the customer said it was from a 3d tower. Tac informed the customer that there should be an sdi cable from the 3dv to the monitor and that the input needed to be changed to sdi on a-1. This successfully resolved the issue.

Event description:
It was reported, the evis exera iii video system center did not produce an image. The type of procedure is unknown. It is unknown if any other devices were used during this procedure. It is unknown if this event caused any delays in the procedure. It is unknown if the procedure was completed. The customer could not provide details on whether the device was inspected prior to use or not. Nor could the customer provide any details on patient impact, or any potential error codes. There was no patient harm or consequence reported as a result of this event.